Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during preventive maintenance performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) one wire lan not communicating. The fse evaluated the unit and discovered batteries had not fully charged despite unit being connected to a/c power for an extended period of time. Fse troubleshoot the device and discovered power slot interface board was contaminated and corroded with saline. Fse replaced power slot interface board due to saline damage and replaced executive processor board due to one wire lan failure. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. There was no patient involvement. The failure analysis and testing dept. Received the following parts associated with this complaint: power slot interface board unshielded, power slot interface board and pcb, exec processor board. These parts were received with a reported unit failure of the one wire lan not communicating. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition, with the exception of part power slot interface board unshielded serial number n/a, that has heavy saline damage. Due to the saline damage part power slot interface board unshielded serial number n/a cannot be investigated any further. The fat dept. Installed part numbers part power slot interface board serial number n/a and part pcb, exec processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not replicate the complaint of the one wire lan not communicating,the parts passed testing. Retaining part number 0670-00-0770 pcb, due to the board being an older revision that the supplier cannot evaluate. Retaining part number 0997-00-1189 due to the saline damage to the board. Retaining part number part number 0997-00-1187` power slot interface board serial number n/a due to technician damaging the connector on the board, attempting to remove wires from boards. Based on the information in the complaint, most likely root cause is executive process pcba and power slot interface pcba electrical shorts due to fluid ingress.

Manufacturer narrative:
It was reported that during preventive maintenance performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) one wire lan not communicating. The fse evaluated the unit and discovered batteries had not fully charged despite unit being connected to a/c power for an extended period of time. Fse troubleshoot the device and discovered power slot interface board was contaminated and corroded with saline. Fse replaced power slot interface board due to saline damage and replaced executive processor board due to one wire lan failure. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. There was no patient involvement. The failure analysis and testing dept. Received the following parts associated with this complaint:power slot interface board unshielded, power slot interface board and pcb, exec processor board. These parts were received with a reported unit failure of the one wire lan not communicating. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition, with the exception of part power slot interface board unshielded serial number n/a , that has heavy saline damage. Due to the saline damage part power slot interface board unshielded serial number n/a cannot be investigated any further. The fat dept. Installed part numbers part power slot interface board serial number n/a and part pcb, exec processor board serial number into the cardiosave test fixture serial number and tested the parts to factory specifications per procedure number and the cardiosave service manual part number. The fat dept. Could not replicate the complaint of the one wire lan not communicating,the parts passed testing. Retaining part number, due to the board being an older revision that the supplier cannot evaluate. Retaining part number due to the saline damage to the board. Retaining part number part number` power slot interface board serial number n/a due to technician damaging the connector on the board, attempting to remove wires from boards. Based on the information in the complaint, most likely root cause is executive process pcba and power slot interface pcba electrical shorts due to fluid ingress.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), it was discovered in the logs while initiating the preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) had previously had one wire lan not communicating. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).